Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male had open sores under the back therapy electrode pads. The patient's doctor prescribed a powder. Follow-up indicated that the rash is improving and seemed to clear up.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Evaluation method: other biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.